Event description:
It was reported that the patient experienced a hypoglycemic event approximately six hours after a lunch meal announcement while using the iLet system integrated with a Dexcom G7, with a fingerstick blood glucose of 45 mg/dL consistent with the pump display; the patient did not recall the meal details and sought guidance on meal announcements, and education was provided to announce meals accurately rather than mismatching to influence insulin dosing. Symptoms included dizziness, sweating, and thirst consistent with hypoglycemia. Outcomes included recovery to target range after treatment with 15 grams of oral glucose and no hospitalization. Investigation included a troubleshooting discussion regarding accurate meal announcements and review of hypoglycemia management. Investigation of this case revealed no device malfunction reported and emphasized user education on correct meal announcement practices to align insulin delivery with intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.